Event description:
Additional information received indicated that the device was explanted and replaced.

Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to clinic with non-sustained rv oversensing episodes. The egms showed far p-wave oversensing. Programming changes were made. The physician was content with the changes.

Event description:
New information received indicated that additional oversensing episodes were observed, and programming changes were recommended.